Event description:
It was reported to boston scientific corporation in 2007, that a bipolar cable was used during a colonoscopy procedure performed the same day (female patient, age and weight are unknown). According to the complainant, during the procedure, the generator indicated bipolar setting was on and active, but the gold probe did not work. The procedure was completed with a snare (unknown device). No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "stable, fine".

Manufacturer narrative:
A visual examination of the returned device observed that the inner socket terminal is missing on the cable end. The cable is not functional because the circuit is not complete. The root cause of the reported malfunction is undetermined.